Event description:
It was reported that the ilet battery charging pad did not function, as indicated by no green light when connected to multiple outlets, which led to the ilet running out of battery overnight and the patient not receiving insulin for several hours; the patient subsequently used subcutaneous insulin by pen and a replacement charger was received. Symptoms included hyperglycemia with a reported blood glucose of 600 and urinary frequency/polyuria. Outcomes included no lasting health consequences or impact once the blood glucose returned to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device problem consistent with a fracture-related issue affecting the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.